Manufacturer narrative:
During an internal review on july 14, 2020, corrections were noted to the 3500a initial report. B1. Brand name was populated as ¿hermocool® smart touch® sf bi-directional navigation catheter¿ and it should have been ¿thermocool® smart touch® sf bi-directional navigation catheter¿. Therefore, this field has been re-populated. E2. Health professional? Was populated as ¿no¿ and it should have been left blank. H6. Result codes was populated as ¿no findings available¿; however, it should have been ¿results pending completion of investigation¿. Therefore, this field has been re-populated. H6. Conclusion codes was populated as ¿cause not established¿; however, it should have been ¿conclusion not yet available¿. Therefore, this field has been re-populated. Additional information received on the event on (B)(6) 2020. Patient had fully recovered. Physician commented that the cause of this adverse event was unidentified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed a manufacturing record evaluation was performed for the finished device 30342317m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000714721.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6) years-old male patient underwent an atrial fibrillation (afib) ablation procedure on (B)(6) 2020 with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident (cva) requiring no interventions. During the procedure while ablating the left atrium (la) posterior wall at 40 watts, the ablation stopped because the impedance increased. The physician removed the stsf catheter from the patient¿s body to check for char, and char was confirmed. The procedure was continued and subsequently completed with no immediate patient consequences. On post-procedure day 1 ((B)(6) 2020), the patient developed cva. No paralysis or sequelae was reported. No treatment for cerebral infarction was performed. The amount of heparin during the procedure was appropriate, but the preoperative anticoagulant was administered at half the dose according to the patient's request. The patient was admitted for observation. Per the additional information received on (B)(6) 2020 the patient was still in the hospital. Physician¿s causality opinion is unknown. The customer¿s reported issues of high impedance and char are considered to be not MDR-reportable since the potential risk that these could cause or contribute to a death or serious injury is remote.